Event description:
It was reported that during a laparoscopic gastrectomy procedure, the surgeon complained about weak coagulation capability. And also the hand controlled activation is not working from time to time. Unknown how case was completed. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).